Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20-48mmx2.5-3.0mm, eccentric, de novo target lesion contained a lesion bend >45 and <90 degrees and was located in the mildly tortuous and mildly calcified coronary vessel. A 2.50x48mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was deformed. The device was removed and it was also noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported.